Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 11 years and 2 months post implant of this 29mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic valve. It was reported that the valve was "replaced due to deterioration" and that "it does not work properly anymore". No additional adverse patient effects were reported.